Event description:
It was reported that the lead exhibited high rv-to-can impedance. The svc-to-can impedance was normal. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Analysis found that the rv cables were fractured due to fatigue. This damage may cause high impedance only on the rv-to-can circuit.